Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, lens appeared to be scratched but the surgeon stated that it looks like a ¿crack¿ inside the lens. The lens was removed and replaced. There was no patient harm.